Event description:
The cochlear implant ctr reported that the pt has not progressed with the implant. Exchanging external equipment and adjusting programming have not improved the pt's performance. Although diagnostic testing was inconclusive, explant/reimplant surgery was successfully completed in 2005.